Event description:
During nellcor puritan bennett's failure investigation of a "failure unk" complaint, it was concluded that the failure was isolated to the upgrade speaker assembly. There was no pt involvement. This issue is not addressed by remedial action.